Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument's clamping mechanism was deformed, the anvil was bowed and the device had damage to the cutting edge of the knife blade. It was reported that the instrument was difficult to fire but completed the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Ensure tissue has not extended (extruded) beyond the tissue stop proximally. Tissue forced into the instrument beyond the tissue stop may be transected without stapling. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. D10 concomitant product: unk-sigadapt, unknown signia egia adapter (serial#unk); sigphandle, sig power sigphandle handle (serial#unk); sigpshell, sig power sigpshell control shell (lot#unk). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the second firing sequence in the antrum of the stomach, the device progressed for about a centimeter. The surgeon waited 30 seconds before attempting to advance further, however the firing moved about another millimeter. The surgeon progressed in this manner in attempt to continue the firing of the reload and the advancement was minimal with each attempt, until it reached about halfway. On another attempt, the firing sequence continue for an extended length until it reached about one centimeter from completion. Further attempts saw minimal advancements. This was continued until the firing had completed. The time taken to complete the firing was 12 minutes. There was no patient injury. Medtronic's evaluation of the device found that the device found that the anvil clamping mechanism was deformed which is indicative of being applied to tissue that is beyond the recommended thickness range.